Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2500 ohms and high pacing thresholds. As a result, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.